Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the distal end making the jaw not to move properly. Additional observation not reported by site was also identified: the fenestrated bipolar forceps instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Isi followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps instrument jaws were not moving properly initially, then when the customer checked, one of the wire was loose/ broken at the wrist. The instrument jaws were not opening fully. Also, one of the jaw was also not moving as intended. There was no unintuitive movement neither it moved on its own.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the fenestrated bipolar forceps instrument's jaw was not moving properly. The procedure was completed with no reported injury.